Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient is having to charge more often, and says it started "in the last month or 2-3 weeks. Caller is not with the patient but it sounds like once the implant is charged, it's not lasting as long as it used to. Additionally, in the last week,  its taking 2-3 hours to charge implant. The patient was redirected to their healthcare provider to further address the issue.